Event description:
Caller reported a malfunction on the pump with a specific code being displayed. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump and assisted the caller with the reset, after which the malfunction did not recur. The customer continued using the pump and was advised to call back if the issue reappeared. The customer understood the instructions given.